Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "revision of stryker/sbi mcp silicone implant due to implant breaking in patient."